Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #4l; cat# 5517f401; lot# unknown, tritanium bplate triathlon s5; cat# 5536b500; lot# unknown, and tritanium patella-asymmetric; cat# 5552-l-299; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Left knee manipulation on (B)(6 )2022.